Manufacturer narrative:
The actual sample was not provided by the customer. Although product number 11443-012 was provided, a lot number could not be obtained; therefore, a DHR review could not be completed. Without information as to the lot number or a sample being provided, a more detailed investigation cannot be completed. If this information is provided at a later date, the necessary investigation can be completed. It should be noted that on the instructions under the large hot pack, it indicates ¿do not apply if skin is impaired in any way.¿ while the complaint indicates the pack was not applied directly to the skin (inside pillow case) and on the patient¿s gown, it does state that it was applied over an incision.

Event description:
Hot pack was placed in pillowcase and put on patient's gown over incision. Hot pack burned patient around incision area and caused blisters.